Manufacturer narrative:
(B)(4).

Event description:
Procedure type: laparoscopic cholecystectomy. According to the reporter: on 2nd firing of the device, the handle was fully squeezed, but the clip came off of the device. The cystic duct was damaged and bile leaked. Another device was used.